Manufacturer narrative:
(B)(4). Date sent: 1/20/2026 d4: batch # unk. Additional information was requested, and the following was obtained: was there any other issue noted with the staple line other than bleeding (malformed staples, staple line missing staples, etc.)? -malformed staples how was the bleeding controlled? Clip how much blood was lost (ml)? Unknown did the patient require a transfusion? No. A manufacturing record evaluation was performed for the finished device gst60d with lot number 201c25; and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a lung resection procedure, it was observed that some staples malformed after firing; and there was slight oozing. To stop oozing with clip. There was no patient consequence reported. No additional information can be provided.